Event description:
It was reported the patient was in the ER for pain and swelling around the implant site. It was noted the healthcare provider wanted to have the patient undergo an MRI. Additional information received reported that the patient had a nerve stimulator for lower extremity pain. The patient reported that on (B)(6) 2014 the incision which was healing well started to ¿bulge¿ and was painful. The patient was alert and oriented times 3. The patient was on her side resting, her son at her bedside and brought in patient¿s scanner for her stimulator to turn it off for an MRI test today. The patient and son stated that they knew how to use the scanner. The patient was sent to MRI via wheelchair. There was significant artifact from the stimulator device extending from t12-l3. However at the t12 level to the right of midline adjacent to significant artifact there was a 2 cm possible fluid collection with surrounding enhancement which could represent a small abscess. The patient came to ed for evaluation of lower back pain that radiated to right leg for 3 days. The patient reported back pain as well as a deformity or bulge at the incision site. There was no redness or drainage 5 cm scar noted with a bulge protruding at the top. It was stated ¿non-functional neuro stimulator device that was MRI compatible but for which the battery was dead.¿ the MRI showed a small fluid collection under the skin at the surgical incision site. It was stated that this could be a fluid collection or a small abscess related to the recent surgery. Culture results showed staphylococcus aureus. The doctor determined that antibiotics were necessary to treat the abscess.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).